Manufacturer narrative:
This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: this report is being filed after the review of the following journal article: palmer, s.h., handley, r., and willett, k. (2000), the use of interlocked `customised' blade plates in the treatment of metaphyseal fractures in patients with poor bone stock, injury, vol 31 (3), pages 187-191 (united kingdom). The aim of this study is to report on nine patients with such `problem fractures' who have been treated with a `customised' interlocked angled plate. A total of 9 patients with a mean age of 62.2 years (range 30-91) were included in the study. Surgery was performed using a 3.5-mm dynamic compression plate (dcp) for the humerus and 4.5 mm dcp for the proximal tibia. The mean follow-up was 7.2 months (range 4-10). The following complications were reported as follows: case 3: a (B)(6)-year-old patient had a subacromial impingement of the proximal blade plate causing restricted abduction to 80°. Case 7: a (B)(6)-year-old patient had a nonunion at 8 months (table 1). This report is for an unknown synthes dynamic compression plate/screws constructs. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).